Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to infection caused by diabetes. It was known prior to the deep brain stimulator (dbs) implant that the patient had higher than normal a1c levels. The entire dbs system was explanted. The patient was also treated with antibiotics. The explanted products were retained by the facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to infection caused by diabetes. It was known prior to the deep brain stimulator (dbs) implant that the patient had higher than normal a1c levels. The entire dbs system was explanted. The patient was also treated with antibiotics. The explanted products were retained by the facility and will not be returned.